Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer wife reported via phone call that they had to visit emergency medical services due to low blood glucose. Customer blood glucose level was unknown at time of event. Customer wife reported that they tried to get customer to drink some juice but customer was unresponsive. Customer was treated with juice and sugar for low blood glucose. Customer had a symptoms like sweating due to low blood glucose. It was unknown that auto mode feature was active or not at time of event. No further patient complications were reported. The insulin pump will not be returned for analysis.